Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.